Event description:
The circulator opened the skin prep tray, and a black hair was found on one of the prep sponges. The circulator discarded the contaminated prep kit, opened a new kit, and opened new sterile gloves.